Manufacturer narrative:
(B)(4). The device was manufactured august 3, 2015 - august 4, 2015. The device was received and the evaluation was completed to investigate the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed; the flow rate met product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under infused. It was reported that over the normal infusor time, there was still solution left in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.